Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d334trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that a lead integrity alert (lia) triggered due to a high sensing integrity counter (sic) and some high rate non-sustained episodes on the right ventricular (rv) lead. The episodes showed noise and some t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.